Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the priming error occurred and leakage from the cassette during calibration of a procedure. The procedure was completed after the product was replaced. There was no patient involvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates there is no further trending associated with this complaint. The turbid 25+ gauge (ga) 20k cuts per minute (cpm) combined pak was visually inspected. Surgical residue and balanced salt solution (bss) crystal was observed in the cassette, drain bag and manifolds. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample was engaged in the returned condition using the console. No system message code appeared on the console screen. The submerge leak test was performed on the cassette and no leakage was observed. The sample was functionally tested on the same console. The sample could prime, tune with the ultrasonic handpiece, the 0.9 millimeters (mm) air bypass system (abs) tip and the returned infusion sleeve and pass intraocular pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the drain bag, the manifolds, the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).